Event description:
The event is reported as: the valve disconnected from the unit. The patient was receiving an inhalation treatment when the incident occurred.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation. The results of the investigation are not available at the time of this report.